Manufacturer narrative:
(B)(4). The lot was manufactured from july 22, 2014 ¿ july 23, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was found with a particle. The device was filled with a vancomycin solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.